Event description:
Related manufacturer reference number: 2017865-2020-19369, 2017865-2020-19370, 2017865-2020-17670, 2017865-2020-17671, 2017865-2020-17673 it was reported that the patient upgraded from a pacemaker system to an implantable cardioverter-defibrillator system on 9/30/2020. It was later reported that the patient's pocket was infected. The implantable cardioverter-defibrillator system was explanted. The patient was stable.

Manufacturer narrative:
5-information of the patient's generator upgrade prior to the infection was not initially included, the b5 has been corrected to include an updated statement and the related manufacturer reference numbers of the old generator system. D11-corrected to now include the concomitant medical products and therapy dates of old pacemaker and right ventricular lead that was replaced prior to the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17670, 2017865-2020-17671, 2017865-2020-17673. It was reported that the patient's pocket was infection. The implantable cardioverter-defibrillator system was explanted. The patient was stable.